Event description:
I have a phillips medtronic pacemaker with serial # (B)(4) and model w4tr01 that was installed around (B)(6) 2022. Around the 1st week of (B)(6) 2022 for approximately 10 seconds, the device burned my skin like a square particularly where the device was located under my chest wall. I went to the doctor on (B)(6) 2022 and they proceeded to take pictures. The pocket where my device was located eventually got infected and had to be removed and I believe the "burn" that occurred at the beginning of (B)(6) was the cause of the infection. Originally the doctor was going to re-pocket the device, but when he went to swab and clean the area, part of the skin came off and exposed part of the device. FDA safety report ID # (B)(4).